Event description:
Hill-rom received a report from the account stating the brakes ar not holding. The bed was located at the account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found four caster supports cracked, three bad brake casters, and one bad steer caster. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced four castor supports, three brake casters, and one steer caster to resolve the issue. Based on this information, no further action is required.